Event description:
"After procedure the customer found a piece of septum on the instrument table. According to the customer, before finishing the procedure he/she confirmed no pieces/parts were left in the body. Also the pt was not injured. (B)(4) cut the duckbill to check the septum. As a result, we found that the septum was broken."

Manufacturer narrative:
Ra has just rec'd the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with the duckbill cut off and returned with the unit. Upon inspection, engineering confirmed that a piece of the septum was torn off and returned with the unit. No other damages or defects were observed. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.